Event description:
It was reported that this left ventricular (lv) lead dislodged, resulting in loss of capture. Surgical intervention was undertaken to reposition the lead. However, the lead could not be positioned in the coronary sinus. The physician then attempted to place it in the left bundle branch but faced challenges due to helix extension/retraction issues and difficulties in positioning the lead. Consequently, the physician decided to explant the lead and replace it with a non-bsc product. No additional adverse effects were reported for the patient. The lead is expected to be returned.

Event description:
It was reported that this left ventricular (lv) lead was reported to have dislodged, resulting in loss of capture. Surgical intervention was undertaken to reposition the lead. However, the lead could not be positioned in the coronary sinus. The physician then attempted to place it in the left bundle branch but faced challenges due to helix extension/retraction issues and difficulties in positioning the lead. Consequently, the physician decided to explant the lead and replace it with a non-bsc product. No additional adverse effects were reported for the patient. The lead is expected to be returned.

Manufacturer narrative:
This supplemental report is being submitted to include the patient identifier in section a1.